Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17031. The pt received 2 scs leads with the same lot number. It was reported the pt's scs system was explanted. Follow-up identified, per the pt, his scs leads were causing him pain. However, it was reported the pt has forgotten his scs leads were implanted for his pain. It was also reported the pt is cognitively impaired and is worsening. The definitive reason for the explant is unknown therefore the scs ipg and scs leads are being reported.